Manufacturer narrative:
Internal insulation abrasions were found at 9.8cm to 10.1cm, 12.2cm to 12.4cm, 13.4cm to 14.1cm and 29.7cm to 30.2cm from the distal tip. External insulation abrasion was found at 11.0cm to 12.0cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations.

Event description:
It was reported that high impedance was observed. Upon explant, externalized conductors were visible.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.